Event description:
Reporter stated that patient experienced "seizure-like symptoms." Reporter phoned emergency medical services, and upon their arrival, patient's blood glucose measured 24 mg/dl, using paramedics' blood glucose monitor, and 209 mg/dl, using the suspect device. Reporter stated that patient was treated with an injection of sodium chloride. Reporter did not indicate whether patient had tested with the suspect device prior to the event. Control testing had not been performed on the suspect device. A request was made for the return of the suspect device and replacement product was shipped.